Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex urinary diversion ureteral stent, when the device was unpacked, it was found to be defective. No further event details have been made available to boston scientific to date. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly good.